Event description:
The customer reports they had to use a third needle, because the first 2 would not draw sample up. This was used on a child hem/onc clinic. Per the complaint form, this was used on a patient but there was no medical intervention. The customer had to use three needles, and it worked on the third attempt.

Manufacturer narrative:
Device was decontaminated. Sample could still not be retrieved. Upon further investigation, there was no sample present. Bone fragments were jammed in front of the snare which did not allow for the sample to drive into the cannula. Stylet was most likely removed too early while driving the needle through the bone before penetrating into the bone marrow. Snare still functioning properly.